Event description:
Philips received a complaint on an earlyvue vs30 indicating that the diastolic is reading too high. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
Analysis was performed philips remote service personnel (rse) which included communication with the onsite biomed. The biomed stated when performing the calibration, the vs30 showed the following message: "close the valve assembly." Biomed requested information pertaining to where the valve assembly was located that they were supposed to closed due to the process being different from performing calibrations on the intellivue patient monitors. The rse advised customer according to the earlyvue vs30 service-repair guide, rev. C, page 3-20 the instructions showed: "if you are using a manual manometer, close the valve before continuing." Advised if they are was using a manual manometer then the valve should be on the manometer that she is supposed to close. After performing the calibration, the vs30 would not calibrate. The rse advised if it would not pass calibration then the nibp pump assembly would require replacement. Provided the following part ID: 453564792371 nibp assembly. Customer is taking responsibility for repairs. If further assistance is needed, they will call back. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty nbp pump.